Manufacturer narrative:
The siemens technical solutions center (tsc) was contacted by the customer. The tsc evaluated the instrument data. After data evaluation, the tsc determined that the data indicated variable high fluid deltas and high sodium sd's during the measurement of the sodium sample. This indicated that the integrated multisensor technology (imt) system required maintenance, which impacted the positioning of the sample across the imt sensor. The tsc instructed the customer to clean the v-lyte sample port located in the imt system. The customer cleaned the imt sample port and performed an advanced system clean that restored the proper flow of the system. The cause of the sodium imprecision was due to the imt system. The customer restored the correct fluid deltas and fluid flow after successfully cleaning the imt system. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported sodium imprecision on one plasma sample on a dimension vista 500 instrument. The customer performed replicate testing on the sodium sample. The replicate testing results ranged from 128 mmol/l to 143 mmol/l. The sodium results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the sodium imprecision results.